Event description:
The hospital reported that the box label and pouch label did not match for the 32mmx30cm hemashield platinum woven graft. It was reported that the device was labeled as follows: box label - part #: m00202175432po 32mm x 30cm lot: 25036239. Pouch label - part #: m00202175430po, 30mm x 30cm lot: 25046839.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).